Event description:
It was reported that upon follow-up, the pulse generator exhibited backup operation. The device performed an automatic software download and normal function resumed. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.